Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is completed a f/u report will be submitted.

Event description:
The customer report that the device failed to activate when the button was pushed. A new device was opened and the procedure was completed with no further difficulties. There was no pt injury. The device was returned with the knife blade exposed.